Manufacturer narrative:
(B)(4). Date sent: 12/07/2021. Additional information: please see attached path and op notes. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2021.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
"Received notice of litigation which states that patient underwent a reversal of hartman¿s procedure. The intraoperative and post operative course was reportedly unremarkable and patient was discharged six days post op. Patient returned an hour after discharge complaining of sudden onset of severe abdominal pain. An anastomotic leak was found and ileostomy placed which was reversed approximately two months later. Prior to the hartman¿s reversal, patient was undergoing dialysis to treat renal failure and that as a result of his injuries, his nephrologist advised that ¿there was no possibility of his kidney function returning to normal and will be forced to undergo dialysis treatment the remainder of his life.¿